Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. Reportedly, the customer wore the pump and the transmitter on opposite sides of the body. There was no reported adverse effect to the customer's blood glucose level. The customer continued to use pump for insulin therapy.